Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the manufacturer representative was notified of a revision surgery. The battery was being moved because the patient did not like where the battery was placed. The calling manufacturer representative and technical services could not find this patient in the record system. Patient and device information was limited at the time of the call. No further complications were reported. It was unknown when this event started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.